Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a blank display. Customer's blood glucose was unknown. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump had no unexpected blank display anomalies or audio beep anomalies noted during testing. Device passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device was received with scratched casing, minor scratches on lcd window, dents on display window cover, pillowing keypad overlay, damaged keypad overlay texture, faded serial number label and peeling end cap address label.